Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's implant stopped working. The doctor couldn't do anything until a manufacturer representative (rep) was contacted. In the meantime, the patient was having to use a catheter and was hurting. The implant had malfunctioned, the patient was in pain, and the doctor was not calling for a rep. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.